Event description:
It was reported that during the photoselective vaporization of the prostate procedure, after 6.51 minutes and 60250 joules of fiber use, a crack became visible where the glass meets the metal cap at the end of the fiber. It is believed that the patient coughing on the table may have led to stress on the fiber tip. The fiber was replaced to complete the procedure. There were no patient complications.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, after 6.51 minutes and 60250 joules of fiber use, a crack became visible where the glass meets the metal cap at the end of the fiber. It is believed that the patient coughing on the table may have led to stress on the fiber tip. The fiber was replaced to complete the procedure. There were no patient complications.